Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 430 mg/dl. The customer experienced a stomach virus and dehydration prior to being admitted. Troubleshooting was performed, and the time on the screen was off by an hour. The customer could not continue troubleshooting, and stated she would call back. Nothing further was reported.